Event description:
While trying to push fluid through the blunt needle (for irrigation during colonoscopy), pressure was encountered. Syringe withdrawn and attempted to push fluid through (into an emesis basin) and found a smaller lumen blunt needle lodged within the lumen of the 15 x 1 1/2 needle.